Event description:
It was reported that intermittently, the pump wake button was unresponsive. Touchscreen was accessible once pump was plugged into a power source and after the wake button was pressed multiple times with more force. Customer's blood glucose was not impacted; current bg was 165 mg/dl. Customer continued to use pump for insulin therapy.